Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was discovered in the hospital's inventory where they could see the plastic peeling off of the sheath through the clear unopened packaging. The device was not used in any patient.

Manufacturer narrative:
The reported event of device catheter flaked.

Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was discovered in the hospital's inventory where they could see the plastic peeling off of the sheath through the clear unopened packaging. The device was not used in any patient.

Manufacturer narrative:
Visual analysis of the returned product confirmed that coating on the sheath was peeling. The investigation performed by teleflex medical confirmed the customer complaint that the coating was peeling off the sheath. However, based on the investigation, the root cause is undeterminable.